Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following a vitreoretinal procedure, 2-3 days postoperatively, it was found that the ophthalmic liquid and oil remained in the patient's eye. An additional procedure was performed in order to remove the liquid and gas. Additional information has been requested. This is one of two reports filed for this event.

Manufacturer narrative:
No sample or lot code was returned by this customer; therefore, lot specific evaluation cannot be completed, at this time. The product is manufactured according to requirements of the perfluoron device master record (B)(4). The product is sterilized via filtration and filled into dry heat sterilized vials that are sealed with sterilized stoppers. Finished product testing includes infrared adsorption, uf absorption, mnr, purity of pfno (gas chromatography), particulate analysis, bioburden and sterility. All testing for the product lots are required to meet specifications prior to release. The product insert provides indications, instructions, and storage condition. Customer product storage and use could not be confirmed. Root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative indicating that the surgeon substituted oil from ophthalmic liquid in the eye, after that, the surgeon decided to substitute irrigating solution from oil because it is not necessary to fill the oil in the eye. There is no problem after the surgery, and there is no problem with our product.